Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there are "yellow clumps in edta tubes. Phlebotomy staff noticed small yellow clumps in about 3 or 4 edta tubes.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there are "yellow clumps in edta tubes. Phlebotomy staff noticed small yellow clumps in about 3 or 4 edta tubes."